Event description:
It was reported that minimum fill notification occurred and caller experienced difficulty resolving this alert despite assistance from customer technical support. There was no reported impact to the customer¿s blood glucose level. Customer disconnected during call after support attempted multiple troubleshooting steps and no further action was required or documented.